Event description:
A report was received taht the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively.